Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2007, (B)(6) 2009 and on (B)(6) 2010.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted due to pop. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent mesh trimming for extrusion. No additional information was provided.